Event description:
It was reported that the programmer's power cord storage door needed to be replaced. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the tabs on the power cord bay door were broken and the bay was replaced. Analysis also found the system fan was noisy, the electrocardiogram connector on the link electronic module board was loose and that the programmer failed its "antennas connected" functional test. All found defective parts were replaced. (B)(4).